Event description:
It was reported that on (B)(6) 2022, a 23mm portico valve was selected for implant using a small flexnav delivery system. It was noted that a pre-implant dilatation was performed using an unknown 20mm balloon catheter. It was also noted that during procedure the valve had to be re-sheathed due to be deployed too deep. It was noted during a second deployment attempt, that the patient's blood pressure dropped when the 23mm portico valve was 80% deployed. The decision was made to fully deployed/release the valve, but the patient's blood pressure remained low. The patient was administered unknown drugs and given a cardiac massage in an attempt to mitigate their low blood pressure, but was deemed ineffective. An angiogram was performed and discovered a pericardial effusion. The decision was made to perform a pericardiocentesis. A few minutes after the pericardiocentesis the patient passed away. The cause of the patient's drop in blood pressure, pericardial effusion and death are unknown.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of cardiac tamponade and patient death was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient was not in a good condition prior to the procedure. It was also indicated that the patient had extensive calcifications of the anulus which was thought to be the cause of the cardiac tamponade. It was believed that patient's drop in blood pressure and death was due to the ventriculo-aortic junction dissection. The event was thought to be caused by patients anatomical features and medical history. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received: it was reported that prior to implanting the 23mm portico valve, the patient had a pulmonary edema and was not in a good condition. The patient's activated clotting time was 270 seconds and heparin was administered. The patient was administered adrenalin and noradrenalin and given a cardiac massage in an attempt to mitigate their low blood pressure, but was deemed ineffective. The pericardial effusion was found by echocardiogram and angiogram, and then the pericardial effusion escalated into a cardiac tamponade. It is believed that the extensive calcifications of the anulus is the cause of the cardiac tamponade. It is believed that the cause of the patient's drop in blood pressure, and death is the ventriculo-aortic junction dissection. It is believed that the event is caused by patients anatomical features and medical history. There was no clinically significant delay in procedure.

Manufacturer narrative:
An event of cardiac tamponade and patient death was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient was not in a good condition prior to the procedure. It was also indicated that the patient had extensive calcifications of the anulus which was thought to be the cause of the cardiac tamponade. The likely cause of the death was annular rupture from balloon pre-dilation (a compliant balloon was used) which caused acute pericardial tamponade. The event was thought to be caused by patients anatomical features and medical history and was unrelated to the navitor implant. There is no indication of a product quality issue with regards to manufacture, design, or labeling.